Manufacturer narrative:
The instrument was returned with the main tube and wrist detached. Per the customer reported complaint, engineering observed a loss of rigidity on a section of the distal end of the main tube, at the proximal clevis interface. This observation indicates that the failure mode was most likely a break at the proximal clevis to main tube interface, with the main tube absorbing the majority of the damage. As indicated in the complaint notes, the broken piece was successfully retrieved.

Event description:
It was reported that during the surgical procedure the tip of the endowrist prograsp instrument broke. A broken piece of the instrument fell inside of the pt and was retrieved. When attempting to remove the instrument, the trocar became stuck on the instrument. As a result the instrument and trocar were removed from the pt and the customer had to cut the tip of the instrument off to remove it from the trocar. The planned procedure was completed using a replacement instrument. No pt harm, adverse outcome or injury was reported.